Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. The customer's blood glucose reading was 378 mg/dl at the time of incident. The customer indicated that they have tried all remedies to correct the no delivery. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the pump would be replaced and agreed to return the product for analysis.